Event description:
Subsequent to the previously filed medwatch, the return device analysis revealed that the proximal shaft separated into 2 pieces. Additional reported information indicates that the procedure was to treat a lesion in the right coronary artery. Pre-dilation was performed prior to advancing (with resistance) a 2.25x28 mm xience xpedition rx stent delivery system (sds) toward the target lesion. The sds was trapped in calcification and the proximal shaft separated into 2 pieces while attempting to remove the sds from the artery. The separated portion of the shaft was simply withdrawn from the patient anatomy. The sds stent was not implanted and the lesion was ultimately treated using another unspecified stent. There was no adverse patient effect. The procedure was delayed; however the delay was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device and the reported difficult to remove were unable to be replicated in a testing environment as they are based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25x28 mm xience xpedition rx stent delivery system (sds) was trapped in calcification and the catheter shaft broke while attempting to remove the sds from the artery. There was no reported adverse patient effect. The procedure was delayed. No additional information was provided.